Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, radiation tx-head / neck area, illness requiring steroids, periodontal disease, bruxism, inadequate bone quality/quantity, peri-implantitis, pain, abscess, bleeding, inflammation, mobility.